Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels range above (400-589 mg/dl) the customer took boluses via the pump to stabilize bg levels. The customer changed supplies prior to contacting tandem technical support (cts). In addition, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. The customer was able to load a new cartridge and finish the load process prior to contacting cts. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.